Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the perfusionist, the level sensor was turned on during the case while on bypass once to see if it would work. It did for about 10 minutes before it alarmed when the blood was significantly higher than the sensor. It was turned off and left off for the rest of the case. She changed out the sensor and the sensor pad a few times and none of them worked. The field service representative (fsr) discovered that the red level sensor was detached from the module. He reattached the red level sensor and per the customer's request, added a yellow level sensor. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor was malfunctioning. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.